Event description:
It was reported that during an arthroscopy procedure, the suture trap of the firstpass mini was sticking out too far from the device as if it was lifting up and away. It was also not capturing the suture. When looking at the needle, it was firing to the right of the trap (which seemed to be bent), and not in between the 2 barbed edges of the suture trap. Surgeon tried to push it back in with a probe and the whole capturing mechanism sprung out of the device when it was outside the patient. The procedure was successfully completed with a non-significant surgical delay using a back-up device. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Factors that could have contributed to the reported event include: (1) excessive force (2) tissue thickness (3) damage or debris on the device tip between passes. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Our clinical investigation concluded: a clinical review states per case details the ¿device was not inside the patient¿s joint when the suture trap came off,¿ and ¿the surgeon did not re-use the device.¿ the procedure was ¿successfully completed¿ with a surgical delay of less than or equal to 30 minutes using a back-up device. No patient complications were reported, and additional information was provided. Smith and nephew has not received the requested patient specific documentation, or adequate materials to fully evaluate the root cause of the complaint. Patient impact beyond that which was reported could not be determined. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.